Event description:
While closing, the stapler device handle broke off into numerous pieces.manufacturer response for stapler, surgical, gia universal xl, endo gia universal xl (per site reporter)======================they picked up the device.